Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. The helix was broken at 21 cm distance from the tip of the catheter, with a tube kink found at the same place of 21 cm. Therefore, the investigation is confirmed for the reported helix break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure through common femoral artery, the device was inserted over the wire through the sheath. It was further reported that the device was activated and engaged with the clot and clutched out. Furthermore, the device was removed to be flushed and, upon removal of the catheter, the distal tip and helix of the catheter remained in the sheath. Under fluoroscopy, it was allegedly found that the helix was fractured and separated from the catheter. Reportedly, the device was removed with a snare and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure through common femoral artery, the device was inserted over the wire through the sheath. It was further reported that the device was activated and engaged with the clot and clutched out. Furthermore, the device was removed to be flushed and, upon removal of the catheter, the distal tip and helix of the catheter remained in the sheath. Under fluoroscopy, it was allegedly found that the helix was fractured and separated from the catheter. Reportedly, the device was removed with a snare and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024). Device pending return.